Event description:
Medtronic received info that this aortic bioprosthetic valve was successfully implanted. Three days later, the pt developed symptoms of endocarditis and was prophylactically treated with antibiotics, which reportedly resolved the issue. The antibiotics were subsequently stopped. However, after stopping the antibiotics, the symptoms returned and the pt was scheduled for redo-avr. It was noted that the pt developed complete heart block post-operative. The clinician expressed concern that the endocarditis was caused by a valve issue.

Manufacturer narrative:
Eval method: other = no info, conclusion: other = cause of event cannot be determined. Analysis: to date, the product has not been returned for analysis, and device specific info was not provided. Return of the device is anticipated. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as the product has not been returned for analysis, and product specific info was not provided. Additional info has been requested from the hosp. Should additional info be obtained, or when the device is returned, a thorough investigation will be completed, and a supplemental MDR will be submitted. There were no adverse pt effects reported.